Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the pocket opened up and there was potentially an infection. Factors leading to the issue were unknown. The hcp examined the wound and explanted the system. The hcp discarded the device and the issue was said to be resolved. No further complications were reported.